Event description:
Diagnosis: right lower lung mass, probably bronchogenic carcinoma. Thoracotomy performed with resection of right lower lobe. Stapler used on bronchus. Post-op, blood pressure dropped in dacu, pt bleeding. Pt returned to surgery for exploration and control of bleeding. Staple line found to be "disrupted," all staples had not closed evenly.